Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose and would like to troubleshoot insulin pump. Customer's blood glucose was at 30 mg/dl in the morning, 540 mg/dl an hour before the call and 336 mg/dl at the time of the call. Troubleshooting found that drive support cap could not be removed but was able to rewind the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised to change out the entire set, reservoir and insulin and treat per doctor's instruction as she is still in the hospital.